Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have a broken grip at the grip midpoint of grip. A piece approximately 0.598" x 0.192" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the broken instrument tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-12/ lot number k10220912 0102) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on 04-nov-2022 on system sk2188. The alleged instrument had 9 uses remaining after the last procedural use. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument had a broken tip. Fa found the primary failure of broken grip tips to be related to the customer reported complaint. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, tip-up fenestrated grasper instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Further failure analysis investigation was performed. The instrument's grip tips were removed and analyzed. It was determined that the failure was due to variability in the metal-injection-molding process.